Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing and high impedance. The lead was extracted and was not replaced. During the lead extraction, a cutting sheath was used and traction of the sheath with locking stylet caused significant decline in the patient's blood pressure. Transesophageal echocardiogram revealed what the anesthesiologist called a tricuspid valve tear and the procedure was faulted. A surgical team, including a cardiothoracic (CT) surgeon, prepared the patient for a sternotomy and a tricuspid valve replacement on the table. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.